Event description:
Report received of a tubing "split" during a power injection. No specific pt info was provided, but an adult pt was having a cardiac catheterization performed. A medrad power injector was set to deliver 50cc contrast at an unspecified rate. The psi was 1100. Immediately after the injection was started, the tubing "split" at an unspecified location. It was clamped immediately and no bleed back was reported. The tubing set was changed and the infusion resumed with no further problems. There were no reported adverse pt effects. Additional info was requested, but no further info was provided.